Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported a system message was displayed indicating low pressure, during a vitrectomy surgery. The system was switched out and the case was completed with no pt impact reported.